Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, the patient had a calcified, native, aortic valve with nodular annular and left ventricular outflow tract (lvot) calcification. The valve was implanted uneventfully. Following the valve implant, echocardiogram and aortogram showed paravalvular leak (pvl), which was expected due to the nodular calcification present. A 25 millimeter (mm) non-medtronic balloon was used to post-dilate the valve, reducing the pvl. Following the bav, the physician was not comfortable with the degree of pvl that remained, and decided to treat the pvl with "plugs". A wire was placed through the valve frame at the waist of valve, beyond the area where the pvl appeared and a non-medtronic catheter was placed in the lvot. While attempting to insert the plug through the catheter, the catheter was manipulated, which dislodged the valve into the ascending aorta. A non-medtronic valve was loaded and successfully implanted. The valve was moving in the ascending aorta as the aorta was larger in diameter than the valve. A 46 x 80 aortic stent was placed through the valve, pinning it in the ascending aorta. The patient remained stable throughout. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the device history record for this device found it was built to specification and met all final inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for image review. The image review showed computed tomography (CT) images provided confirm nodular left ventricular outflow tract (lvot) and annular calcification. Post-implant images confirm an evolut valve in the ascending aorta with an aortic stent positioned inside the evolut valve. A non-medtronic valve can be seen in the aortic annulus area. No other images were provided to show the other details mentioned in the event description. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available a conclusive root cause could not be determined, but the nodular lvot and annular calcification were likely contributing causes. A post-implant balloon aortic valvuloplasty (bav) was performed, which reduced the pvl to moderate. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, both a pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were performed. It was reported that manipulation of a non-medtronic catheter that was placed in the lvot in order to further treat the pvl with vascular plugs led to the dislodgement. However, this could not be confirmed by medtronic with the information available, therefore a conclusive root cause of the dislodgement could not be determined. Dislodge events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon. Following the valve implant, moderate-severe paravalvular leak (pvl) was observed. Following post-dilation, pvl was reduced to moderate. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.